Manufacturer narrative:
Device evaluation: the cartridge has been returned, and it was evaluated by product analysis on 12/03/2014 with the following findings: a visual inspection revealed that the cartridge was not damaged or defective. A fill test and force test were performed, during which no failures were observed. The cartridge force readings were confirmed to be within specifications; no failures related to the 'loss of prime' complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a loss of prime warning occurred 3 or more times during the use of a single cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.